Manufacturer narrative:
Continuation of d10: product ID: a810, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unk mcg/ml at 537 mcg/day), fentanyl , baclofen (unk mcg/ml at 489 mcg/day), and fentanyl via an implantable pump for intractable spastcity indications for use. It was reported that the patient has had increased pain for months and it was from midnight to 5:00 am. The healthcare provider (hcp) stated that today, he was refilling the pump and changing the drug concentration's and switching the primary drug from fentanyl to baclofen. He was attempting to program the flex programming and was having difficulty. It was adding one step from 12:00 am-5 am. Discussed flex programming and this step entry. The hcp stated that he will consider this step dosing and when selected will program the pump.